Event description:
June 5th, 2024, hcp reported to the sales representative that a patient had pdo threads implanted on (B)(6) 2024. (B)(6) 2024, according to the hcp, patient experienced thread extruding from the skin. (B)(6) 2024, during the follow up, hcp removed the thread and a new thread was replaced. June 10th, 2024, hcp reported that the patient is fine.